Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
It is unclear what aquacel ag product was actually used. Per clinical, aquacel ag extra can be used to pack; aquacel ag advantage cannot be used for packing, therefore, insufficient information code (a26) under imdrf med. Dev. Problem code has been selected. The part number / model number, lot number or product sizing information for product unfortunately was unknown. The complainant nurse at the acute care facility only stated that she was informed that it was an aquacel ag product that was used in the consumer¿s home and was applied to the consumer¿s neck wound by a family member, a sister. She did not know if it was ribbon or a flat sheet. Although aquacel ag surgical product is entered, the customer was unable to provide the exact icc (product reference code). Name of hospital: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by healthcare professional nurse that company¿s dressing having unknown reference number and batch number was unable to remove from patient¿s wound. The nurse had discussed over the call to know about absorbency of our company¿s product. At the time of their discussion, nurse at the acute care facility stated that she worked with patient who went to or (operating room) to remove dressing surgically from neck wound. The procedure of using the dressing was done in the consumer¿s home by her sister and the dressing was packed by patient's sister into her neck wound for up to two days which was unable to remove because the wound was almost closed. Further, they decided to remove it surgically to prevent infection. A contact with nurse was made prior to the product removal, later on, no contact was made with acute care nurse after surgery, therefore, it was unknown if the product had been prescribed prior to use or if she was instructed during the use and the skin preparation technique prior to application of the product was also unknown. It was also unknown if she had been followed by home health nursing. It was unknown how long the patient had been using the product in the home. No photograph was available at this time.